Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include, electrical surge, and/or a failing component. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a acl surgery, the camera control unit had thick smoke coming out of it. The procedure was completed with a s+n back up device. No delay and no patient injury or other complications were reported.